Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp edge broken shell assessed as surgical impact opening, because the edge has non- penetrating nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior due to a surgical impact opening. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician¿s office reported left side rupture. Device has been explanted and replaced.